Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as a potential adverse event associated with the use of the device. Additional information received march 16, 2015 noted this guidewire was used in a transcatheter aortic valve implantation. The guidewire position was monitored throughout the procedure and it was absolutely correct and after removal; the guidewire appeared without any issues. Reviewing all details: it appears that clinical and or procedural factors may have impacted the reported event.

Event description:
"At the end of the procedure the echographyst noticed a little pericardial effusion (3-4mm) formed after procedure. Later it became 10mm. Protamine was administered and physicians decided to not perform pericardiocentesis since the pericardial effusion didn't increase. After some hours the patient was stable without problems.